Event description:
It was reported, the pt underwent mitral valve replacement in 2007. In 2008, the pt's inr was <1.8 and in two months later, the movement of one leaflet was observed to be dysfunctional. The valve was explanted and replaced with a valve from another MFR in may. White thrombus was observed in the recessed pivot areas of the explanted valve. The surgeon believes the low inr was related to the thrombus formation.